Event description:
It was reported that when the device was used during a gastric bypass, the device did not fire (no further info provided). Another device was used to complete the case. There was no consequence to the pt.